Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. The technical support specialist adjusted sequel query language instance cap to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was unable to connect to the servers, resulting in patients not crossing over to the machines and causing delays in medication dispensing. There were no adverse events or injuries reported based on this event.